Event description:
It was reported that the patient showed up to hospital with non capture on the atrial lead. Patient was pacemaker dependent. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.